Event description:
It was reported the analyzer readings were not consistent. The programmer and analyzer were returned for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047, serial# (B)(4), analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event; able to access analyzer functions as required when tested and readings observed were consistent. Analysis also found the left keyboard hinge was broken, keyboard slide cover was missing, solder joints of the ECG (electrocardiogram) connector were cracked, and the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.